Event description:
Heating pad buzzed followed by puff of smoke. Caused small fire which burned hole in sheets, pillow case, pillow, mattress pad and mattress. No injuries reported.

Manufacturer narrative:
Returned to distributor for refund. Unable to retrieve from distributor.